Manufacturer narrative:
The customer's glidescope core 15-inch fhd monitor was returned to verathon for evaluation. This is the second reportable occurrence of this issue on this unit. Verathon also received an additional complaint regarding this unit that was evaluated and determined not reportable, based on the nature and severity of the reported symptom, with no patient impact, procedure delay, medical intervention, or harm reported. The first reportable occurrence on this unit presented as loss of image during a procedure and was resolved by updating the firmware of the embedded displayport (edp) pcba, with the failure mode confirmed at the time of repair. This second reportable occurrence presented with the same symptom pattern: the monitor flickered, lost image, and shut off during a procedure, and did not power back on. Based on symptom consistency with the prior confirmed edp pcba failure on this unit, edp pcba failure is considered the probable cause for this event, pending verification. Verathon elected to replace the device outright rather than repair it again, given the repeat failure history on this unit. The returned device has been retained and will be evaluated by verathon's engineering department. Verathon will submit a follow-up report with findings from this evaluation upon completion.

Event description:
A customer reported that during a tracheotomy, using a glidescope core 15-inch fhd monitor, the display began to flicker and then shut off. Subsequently, the monitor would no longer power back on. When an attempt was made to charge it, a green indicator light showed that the monitor was fully charged. The customer reported an unspecified procedural delay but additional details were not provided regarding duration of the delay or if a backup device was used to successfully complete the procedure. No patient harm was reported.